Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve manifold had low o2 causing the unit to shut down. Additional malfunctions include the gear clamp was leaking.